Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station has failed drawer on main 3-2 not showing cubies. A field service engineer (fse) replaced both drawer boards, reseated all rowboard connections and pyxibus cables to resolve the issue. Then the drawer shown cubies and was functional. Further the fse replaced all door latches with new door style latches then the door opened as expected. The system functioned as intended after the field service engineer repaired the device.